Event description:
Frequent ffrw oversensing causing inappropriate detection of at/af episodes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).